Event description:
As reported by olympus admin for this event, the device came in for repair and several issues, including air water leakage from scope connector, switch key tops, and venting connector and irregularities of appearance of adhesive on the bending section were noted. Upon evaluation of the device, the pink ultrasound rubber was found to have a deep cut and was flabby in places. The ultrasound connector glue was also peeling. There is no reported harm to any patient.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, the pink ultrasound rubber was found to have a deep cut and was flabby in places. The ultrasound connector was leaking. The ultrasound connector glue was also peeling. The control body had a crack. The distal end rubber coating (a-rubber) glue was cracked. For more investigation the s-connector was opened, but no fluid invasion was noted. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the deep cut on the on the pink ultrasound rubber likely occurred from stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.